Event description:
The pt performed a blood glucose test at 7:00am using the suspect device. A result of 75mg/dl was obtained. The pt ate breakfast, took meds and went to school, pt was lethargic and had a difficult time holding head up. At 9:00am the suspect device was used and the result was 85mg/dl. The pt went to the school nurse, who then used the suspect device and obtained results of 207, 170 and then 70mg/dl. The nurse called the ambulance. Emt's arrived and checked pt's blood glucose on their meter and obtained a result of 31mg/dl. The pt was given oj and a retest was performed. The retest result was then 44mg/dl. The pt was transported to the hospital and treated for low blood glucose. Glucose control solutions were used on the suspect device and level 1 and level 2 fell within the acceptable range.